Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database backup for the dispensing system server database failed. The technical support specialist (tss) found that xp_cmdshell was disabled on the server. The tss determined backup job had successfully completed prior to the alert. The tss accessed the server and reviewed the structured query language (sql) server agent job history for the database backup. The logs confirmed that the job ran successfully, and the next scheduled run was set. The case was marked as complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 the application triggered database backup job failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.